Event description:
It was reported that the patients ipg had to be charged frequently and for longer periods of time. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The patient was doing well post-operatively and the explanted ipg was discarded by the medical facility.

Event description:
It was reported that the patients ipg had to be charged frequently and for longer periods of time. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The patient was doing well post-operatively and the explanted ipg was discarded by the medical facility.